Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment on the top cover, molded clamp, on the safety clamp, and on the pump door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) cycle-based pd+ simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient cancelled treatment for shortness of breath and was admitted to the emergency room (ER) for fluid in the lungs. The patient stated the cycler malfunctioned and requested a replacement. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient completed treatment on the morning of (B)(6) 2021 with a reported negative ultrafiltration (uf). The patient stated the uf was -1,450ml. The patient experienced shortness of breath and went to the ER. The patient was admitted. The pdrn had spoken to the patient on (B)(6) 2021 and who stated having fluid in the lungs. The patient was still hospitalized at the time. The patient reported requiring one hemodialysis (hd) treatment to remove the excess fluid. The patient then resumed dialysis with pd therapy. The patient reported to the pdrn that the liberty select cycler had malfunctioned since the patient normally ends treatment with a positive uf. However, all information was provided from the patient. The pdrn did not have the treatment records or any hospital documentation to verify the information. The pdrn was not convinced that the cycler was the cause of the patient issue and questioned whether or not the pd catheter (not a fresenius product) was positioned correctly. No further information was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient cancelled treatment for shortness of breath and was admitted to the emergency room (ER) for fluid in the lungs. The patient stated the cycler malfunctioned and requested a replacement. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient completed treatment on the morning of (B)(6) 2021 with a reported negative ultrafiltration (uf). The patient stated the uf was -1,450ml. The patient experienced shortness of breath and went to the ER. The patient was admitted. The pdrn had spoken to the patient on (B)(6) 2021 and who stated having fluid in the lungs. The patient was still hospitalized at the time. The patient reported requiring one hemodialysis (hd) treatment to remove the excess fluid. The patient then resumed dialysis with pd therapy. The patient reported to the pdrn that the liberty select cycler had malfunctioned since the patient normally ends treatment with a positive uf. However, all information was provided from the patient. The pdrn did not have the treatment records or any hospital documentation to verify the information. The pdrn was not convinced that the cycler was the cause of the patient issue and questioned whether or not the pd catheter (not a fresenius product) was positioned correctly. No further information was available.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient event of pulmonary edema with subsequent hospitalization. However, there is no documentation in the complaint record of a causal relationship between the adverse event and use of the cycler. There are no treatment records, and the patient did not specify any alarm or actual malfunction of the device other than stating he received a negative ultrafiltration and alleging a malfunction. The pdrn stated she questioned whether this was a cycler issue versus a pd catheter placement issue. There are many reasons for a peritoneal dialysis patient to experience fluid overload manifested as pulmonary edema which include noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Although there is no objective evidence indicating the patient¿s adverse event was caused by a fresenius device(s) or product(s) deficiency or malfunction; without a review of treatment data, hospital records or the manufacturer evaluation, the liberty select cycler cannot be excluded as causing or contributing to the patient event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient cancelled treatment for shortness of breath and was admitted to the emergency room (ER) for fluid in the lungs. The patient stated the cycler malfunctioned and requested a replacement. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient completed treatment on the morning of (B)(6) 2021 with a reported negative ultrafiltration (uf). The patient stated the uf was -1,450ml. The patient experienced shortness of breath and went to the ER. The patient was admitted. The pdrn had spoken to the patient on (B)(6) 2021 and who stated having fluid in the lungs. The patient was still hospitalized at the time. The patient reported requiring one hemodialysis (hd) treatment to remove the excess fluid. The patient then resumed dialysis with pd therapy. The patient reported to the pdrn that the liberty select cycler had malfunctioned since the patient normally ends treatment with a positive uf. However, all information was provided from the patient. The pdrn did not have the treatment records or any hospital documentation to verify the information. The pdrn was not convinced that the cycler was the cause of the patient issue and questioned whether or not the pd catheter (not a fresenius product) was positioned correctly. No further information was available.

Event description:
It was reported that a peritoneal dialysis (pd) patient cancelled treatment for shortness of breath and was admitted to the emergency room (ER) for fluid in the lungs. The patient stated the cycler malfunctioned and requested a replacement. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient completed treatment on the morning of (B)(6) 2021 with a reported negative ultrafiltration (uf). The patient stated the uf was -1,450ml. The patient experienced shortness of breath and went to the ER. The patient was admitted. The pdrn had spoken to the patient on (B)(6) 2021 and who stated having fluid in the lungs. The patient was still hospitalized at the time. The patient reported requiring one hemodialysis (hd) treatment to remove the excess fluid. The patient then resumed dialysis with pd therapy. The patient reported to the pdrn that the liberty select cycler had malfunctioned since the patient normally ends treatment with a positive uf. However, all information was provided from the patient. The pdrn did not have the treatment records or any hospital documentation to verify the information. The pdrn was not convinced that the cycler was the cause of the patient issue and questioned whether or not the pd catheter (not a fresenius product) was positioned correctly. No further information was available.